Event description:
Boston scientific crm received information that during a follow up visit; this cardiac resynchronization therapy defibrillator exhibited loss of capture on both the left and right ventricular channels. In addition, right ventricular impedances were greater than 2000 ohms and the left ventricular impedances were greater than 3000 ohms. A revision procedure was performed as lead fractures were suspected; however, the lead parameters were found to be satisfactory on all three leads. The leads were then reconnected to the device; however, loss of capture and the high impedances were observed again. A device malfunction was then suspected. The device was removed, replaced, and returned for analysis. Immediately after connecting the new device to the leads all measurements were within normal range and all other parameters were found to be satisfactory. No adverse patient effects were reported.

Manufacturer narrative:
A new device was successfully implanted. To date, the device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.